Event description:
The customer received a blood glucose reading of 120mg/dl on the contour meter. He became unconscious and his blood glucose was taken angain with a reading of 30mg/dl. The paramedics gave him a glucose injection.further information regarding the indident was not provided. A new kit was sent to the customer.